Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.